Manufacturer narrative:
Weight: unknown, ethnicity:unknown, race:unknown. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/1.0/131 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "after the patient's right eye was implanted with ticl crystal for the first time, the crystal rotation was rechecked by 90 degrees one day after the operation. After one month of observation, the rechecked crystal position was not significantly different from the last recheck. After the surgeon's interview, he decided to customize a special axial crystal for ticl replacement."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).